Event description:
The company was informed that patient came to the center to request a revision surgery. A company representative met with the patient in 2007 for device evaluation. Testing performed confirmed that the device was functioning. The patient is scheduled to meet with the doctor to discuss the revision surgery.